Manufacturer narrative:
Date of event: exact date unknown, event occurred eight months ago.

Event description:
It was reported that the patients lead was damaged and was no longer working. The patient will undergo an explant procedure.

Event description:
It was reported that the patient's leads were fractured and was no longer working. Additional information received that the patient underwent an explant procedure where leads was removed. The explanted device will not be return as it was not released from the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 19425396.